Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an urgent low soon alert at a glucose value of 79 mg/dl, self-treated with three glucose tablets, experienced a subsequent rise to 214 mg/dl, and the ilet subsequently brought glucose back into range; education was provided on proper meal announcement, and the event was associated with user procedure error, with no specific device component implicated. Symptoms included hyperglycemia only, without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.